Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: it was confirmed that there were lines on the display screen, the device was opened and no defects were found within the device; the test display was installed and operational. The complaint was duplicated.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a line running through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.